Event description:
The explanted device was received in MFR on april 10, 2009, however, med-el had not received a complaint for the device nor any other information beforehand. The device explantation report from which accompanied the explanted device, stated that the patient had a partially ossified cochlear, which had caused difficulty during positioning of the implant during implantation surgery. The device had then extruded and was explanted approx three months earlier. The patient was not re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to MFR, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.